Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, keypad overlay peeling, missing display window/cover, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected pump error 33 noted during testing or in pump history. However, pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed displacement test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.